Manufacturer narrative:
Covidien found the speaker was disconnected from the main pcb. It is unk and unreported how this occurred. The speaker was reconnected and the unit was powered up. The unit passed post with all audio tones. (B)(4).

Event description:
It was reported to covidien that the unit does not have audio. There was no pt harm.